Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during prep, the automated impella controller (aic) displayed 'purge system stopped' controller failure alarm leading to console exchange. There was no reported patient harm.

Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the original report was filed. The console was returned and tested after arriving in fs. Console inspection revealed significant contamination of the purge insert area, resulting in purge motor shaft being immobilized. After cleaning the purge assembly, the issue was resolved, and console was operating within specification. The cause of the aic issue was contamination.